Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/15/2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.